Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The japan customer reported staining issues with cd4. When the field application specialist (fas) visited the site, it was noted "the volume of buffer dispensed was greater than 60 ml ± 10%. It needs to be checked by an engineer.". The field service engineer (fse) visited the site and noted the cd4 staining was weak. The fse repaired the instrument by replacing the buffer pump and aspiration and dispense check valve which resolved this malfunction. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
Additional information: h4.